Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the autopulse platform (sn (B)(6)) displayed user advisory 12 (lifeband not present). Logistics staff also noted a crack in the housing near the top left corner when the medic brought the device in. No troubleshooting was performed for the ua12 advisory until the zoll regional service manager arrived on-site. The ua12 was resolved by properly attaching the lifeband, which was found not to be installed on the driveshaft. During subsequent testing, a moderately loud squeaking noise was observed. No patient involvement.

Manufacturer narrative:
Sections d9, h4, and h6 codes were updated. The customer's reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 12 (lifeband not present) was confirmed in the archive data, but it was not confirmed during functional testing. The zoll regional service manager resolved ua12 by properly attaching the lifeband before sending the autopulse platform for investigation. The reported moderately loud squeaking noise was not confirmed during testing. The autopulse platform functioned as intended. It was reported that logistics staff observed a crack in the housing near the top left corner. During visual inspection, the top cover was found cracked at the bottom corner on the patient's right side, confirming the reported physical damage, which was most likely attributed to user handling. The top cover needs to be replaced to address the physical damage. Reviewing archive data revealed several ua12 advisory messages on the reported event date, confirming the customer's complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed the initial functional test without fault or error. Zoll is awaiting the customer's approval for repair.